Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Staff have indicated 4x stem inserters need replacing due to wear and tear. The inserter tips are too snug and cling/hang on to the implant making it more difficult for the surgeon to use. Items are no longer functional. Items have been discarded and no lot # available. No further information is available. No intra-op or patient issues.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.